Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received eight inappropriate bursts of anti-tachycardia pacing (atp) and two shocks in one episode, and eight inappropriate bursts of anti-tachycardia pacing (atp) and one shock in another episode, both related to possible supraventricular rhythms. The physician decided to reprogram the atrial blanking post ventricular sensing, and no other changes were made. It was also decided to reduce the time in between follow ups to monitor the patient. No additional adverse patient effects. The device remains in service.